Event description:
It was reported that the patient fell out of her wheelchair and hit the implantable neurostimulator (ins) on (B)(6) 2011. It was unclear if the patient never had therapeutic effect or lost therapeutic effect after the fall. The patient had an appointment to have her device interrogated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator: model 37702, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown. Lead: model 377760, lot# n0028101, implanted: 2005 (B)(6), explanted: unknown. Lead: model 3487a-56, lot# l76035, implanted: 2000(B)(6), explanted: unknown. Extension: model 7495-51, serial# (B)(4), implanted: 2001 (B)(6), explanted: unknown. Extension: model 3708160, serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown. Extension: model 3708160, serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown. Programmer: 37742, serial# (B)(4). Accessory: model 37752, serial# (B)(4). Programmer: 7435, serial# (B)(4).

Event description:
Additional information showed the patient had some lead movement and was being scheduled for a revision.